Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation at 01:55:38 on (B)(6) 2015. The rhythm at the time of treatment was sinus tachycardia at 120bpm and the post shock rhythm was sinus tachycardia at 110bpm. Multiple counting contributed to the false detection. A review of the downloaded data confirms that the response buttons were pressed, but the response buttons were not pressed during the treatment sequence that resulted in the inappropriate defibrillation treatment. The pt continues to wear the lifevest. There is no add'l info about this event.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no info to suggest that the pt sustained a serious injury. The pt continues to wear the lifevest. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Mfg date: monitor: (B)(4): 08/01/2013 - reuse; electrode belt (B)(4): 11/01/2013 - reuse. Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commerical defibrillation (B)(6). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdg.